Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and was treated with the bolus and declined troubleshooting for it. Customer got sensor updating and change sensor alarms. Customer advised to monitor the pump as system may recover and to call back if further assistance is needed. The sensor will be returned for analysis and insulin pump will not be returned for analysis.